Manufacturer narrative:
Correction g3: the g3 for the initial MDR should be 7 oct, 2024 instead on 25 sep, 2024

Event description:
It was reported that the right ventricular lead was unable to capture or sense during implant. The lead was replaced successfully to complete the procedure. No adverse effects were reported.

Event description:
It was reported that the lead was unable to capture or sense during implant. The lead was replaced successfully to complete the procedure. No adverse effects were reported.